Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the probable cause as a defective timing belt. The fse replaced the timing belt to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case- (B)(6).

Event description:
The customer reported the generation of erroneously low sodium and chloride results for eight (8) patients on their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.